Manufacturer narrative:
The lead was returned due to lead dislodgement and muscle stimulation. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured within specification.

Event description:
The patient presented to the emergency room, experiencing muscle stimulation in their left shoulder. An x- ray imaging was performed and the left ventricular (lv) lead was found dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable.